Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a right tka performed on (B)(6) 2014 due to osteoarthritis, the patient experienced aseptic loosening of the tibial component and progressive arthritis that was addressed via revision surgery on (B)(6) 2017. The tibial and femoral component as well as the tibial baseplate were exchange. This information was provided by the national joint registry of the united kingdom, as part of a retrospective data collection of patients who underwent a revision surgery of journey uni prothesis. As such, no further information will be available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested medical documentation, possible clinical factors which could have contributed to the reported event could not be definitively concluded. The patient outcome beyond that which was reported could not be determined; therefore, no further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that loosening has been identified as a possible adverse effect. According to the intraoperative section, failure to use the optimum size component could be one of the probable causes of loosening. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include abnormal motion over time, bone degeneration, appropriate size selected, osteolysis, traumatic injury and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).